Manufacturer narrative:
Included ni for patient identifier to indicate no information available. Included ni for relevant tests/laboratory data to indicate pending return of device for evaluation.

Event description:
Per (B)(4), patient experienced lack of primary stability.